Event description:
On (B)(6) 2009, patient attempted to use backup infusion device. He states he programmed basal rates, time, and date and when he attempted to rewind piston rod, the screen was blank. No alerts or errors were reported. Patient inserted a new battery and screen was still blank. He stated this occurred on (B)(6) 2009. Verified that he was putting the battery in the infusion device correctly. Patient states he had not ever had to use the backup infusion device. Reminded patient as a preventative maintenance step to put a battery into the backup infusion device at least once a year for two hours. Patient reports the piston rod is "halfway extended." He stated that it was like this when he first put the battery into the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.